Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet touchscreen became unresponsive during the fill tubing process, preventing them from pressing ¿yes¿ to complete the step. The user restarted the ilet using the ilet mobile app, after which touchscreen functionality was restored. The device resumed normal operation, and insulin delivery setup was completed successfully. No blood glucose impact or injury was reported.